Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had noise on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we were unable to identify the specific cause of the occurrence, but it is presumed to be due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.